Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic hysterectomy procedure, the device locked the blade and the jaw didn't open anymore. Another like device was used to complete the procedure. There were no adverse consequences for the patient.